Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twenty-six days post implantable cardioverter defibrillator (ICD) changeout procedure multiple short non-sustained episodes with non-physiologic intervals and sensing integrity counter (sic) were seen on the right ventricular (rv) lead. It was also noted that a lead integrity alert had been tripped. The ICD detections were turned off while patient was waiting on a revision procedure. At the revision procedure it was found that the was noise on the rv lead was due to the set screw not being seated properly. The physician found that the set screw had gone in at a canted angle thus not fully engaging the lead pin. The set screw was retracted and tightened again. An aggressive tug test and lead manipulation were performed with no noise on egm (electrogram). The ICD remains in use. No patient complications have been reported as a result of this event.